Event description:
Device 1 of 2. Reference MFR report 1627487-2014-24335. It was reported the patient experienced intermittent uncomfortable over stimulation. Diagnostic testing indicated impedance readings within normal limits. Reprogramming was able to provide effective coverage. The patient was to have x-rays taken. Follow-up information indicated surgical intervention was undertaken and the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.